Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a red and itchy irritation on her back under the therapy electrode pad. The patient reported that she initially used an anti-itch cream on the irritation, but that when the irritation worsened, she showed the irritation to her friend, a nurse, who applied a different cream on the irritation. Follow-up indicated that the irritation had improved with use of the second cream.